Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump did not work and had to go to the emergency room a few times due to high blood glucose levels. Customer's blood glucose readings varied between 117 and 365 mg/dl; treated with manual injections. Customer was wearing device at the time of admission. Customer performed troubleshooting, and did not find any problems. Nothing was replaced or returned.